Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. The device was evaluated and the issue was verified through the review of the event history logs. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 04:55:24. During night drain cycle two, the patient's ultrafiltration reading was 1781ml, indicating the home patient (hp) drained 1781ml more than their maximum programmed fill volume of 2200ml. No additional information is available.